Event description:
Dealer stated that the seat post is broken at the weld where it connects to the frame, dealer stated he advised the end user this is not a warranty issue, end user is riding her granddaughter on the back of the chair. This item was replaced in (B)(6) 2012 on ra (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.